Event description:
Info received indicates, the head of the bed is drifting down.

Manufacturer narrative:
The tech found the head hi/low function drifting due to the valve not closing completely from contamination. The tech replaced the head hi/low valve to repair the bed.